Event description:
Related manufacturer report number: 3006705815-2022-14629 and 3006705815-2022-14630 it was reported the patient is not receiving effective therapy due to high impedances and pain at the ipg site. As result, the leads were explanted and replaced, the ipg site was revised. Effective therapy was established post-operative and ipg site pain resolved.

Manufacturer narrative:
Event date is an estimate. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.